Event description:
It was reported that the patient presented to the hospital remotely for a routine follow-up on (B)(6) 2022. Upon examination of the lead, it was noted that the right ventricular (rv) lead had high pacing lead impedance. The physician suspected the cause was fracture. No programming changes were performed. The patient was in stable condition

Event description:
New information received notes the right ventricular lead was capped and replaced on 31 may 2022. The patient was in stable condition.